Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the pump was sticking out of the side of the patient the size of half a tennis ball since the implant. It was stated the patient had very little feeling in that area and the patient could hit it or run into something, then later notice it would be bruised or bleeding. It was stated the pump was revised because it was too far out of the patient¿s skin, so the health care provider (hcp) operated for a second time. It was unknown when this procedure occurred. It was stated the patient felt the pump site after the procedure and it was the same as before. The health care provider (hcp) moved the pump over half an inch but they did not place it deeper in the pocket. It was stated the hcp did this so it would be easier to access the pump. The pump was used to deliver morphine and baclofen.